Event description:
Overdelivery reported: the pump was taken out of clincal svc for the semi-annual preventative maintenance testing procedure. There were no reported pt events while the device was in clinical svc prior to the testing. Though requested, there was no add'l info available.